Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began ¿over a year ago¿. She reported that she manages her diabetes with a combination of medications, including metformin 500 mg twice per day and glipizide 0.5 pill (dose unknown), diet and exercise, and that she made no changes to her normal diabetes management, in response to the alleged meter issue. The patient alleges that at some point after the meter issue began, she developed symptoms of ¿shakiness, dizziness and sweatiness¿. The patient stated that no treatment was required for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have testing supplies to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.